Manufacturer narrative:
This device has been returned for laboratory analysis. Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Event description:
Boston scientific received information that this implantable pacemaker reported two years remaining longevity six months ago. Upon recent interrogation this device has declared the battery status elective replacement time (ert). The patient has a lung mass and has had several chest x-rays. This device was reprogrammed to a higher output. Currently, this device remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
A disk analysis was sent in for engineer review. The disk revealed no resets. Auto capture was programmed on. The device was programmed to 6.5volts at 1ms. It was confirmed the serial chest x-rays would not have affected the device programming which would have had to be manually programmed. Engineer analysis concluded the change in longevity was probably caused by programming the device to 6.5volts at 1ms. Currently, this device remains implanted and in service.

Event description:
Additional information was received that this device was replaced. This device is intended to be returned to boston scientific for laboratory analysis. No adverse patient effects reported.